Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Our records indicate the patient expired more than 4 years ago. We have no information to suggest the death was device related.

Manufacturer narrative:
This report is based solely on device return and analysis. Our records indicate the patient expired more than 4 years ago. We have no information to suggest the death was device related. Cause of death was requested but not received. Evaluation summary lce030918v proximal conductor fractured; proximal segment returned for analysis.